Event description:
The patient underwent elective percutaneous transluminal coronary angioplasty for 2 separate stenoses in mid left anterior descending in tandem. The user facility planned on placing 2 stents with a small gap between them. During deployment of 1st stent, the balloon ruptured. Stent was placed satisfactorily but a dissection was evident adjacent to the proximal portion of the stent. It was not clear if the dissection resulted from the balloon rupture or from stent placement-both are recognized causes of this. Therefore, instead of placing the 2nd stent separately, the user facility chose a larger stent and covered the second stenosis while overlapping with the 1st stent. An excellent result was achieved. There were no immediate or subsequent clinical sequelae. She was dismissed from hospital the following day. It should be noted that use of a larger stent was definitely a very reasonable option even before the dissection was noted and so overall, the result was what one would have anticipated at the outset.